Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads from use. The product matched print specifications where measured against production drawing. It is noted in the per that the patient has a history of smoking, which could contribute to the medical events reported. The reported product was located on tooth # 18 and used for approximately 2 months. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient presented peri-implantitis in the implant site and the implant was removed. The reported complaint could not be verified with the information provided, and following physical inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with infection and bone loss. The implant was explanted.